Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 31 occurred during the load sequence. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. In addition, customer had a low blood glucose (bg) level; cause for the low bg was unknown. Bg value was not provided. During troubleshooting with tandem technical support it was noted that bolus completion amounts were higher than the initial bolus amount. Although requested, the customer did not upload pump data for review. Customer required assistance administering glucagon shots, and consuming carbohydrates and glucose tablets to treat low bg. Multiple attempts were made to follow up with the customer, however, a response was not received.